Event description:
Information received cadd-legacy smiths medical product alarmed high pressure alert, while in patient use. The patient had a back up pump to resort to for treatment of life sustaining pulmonary arterial hypertension. The serial number: for the pump that malfunctioned is 409115. Device was replaced with new one. No patient injuries reported related to event. Dose of unknown medication is 45ng/kg/mn. No further details of event reported at this time.

Manufacturer narrative:
Additional information: report source was updated to reflect medwatch report number (mw5089248).

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The device was tested three times and passed all tests within specification. Based on the investigation, the complaint allegation was not confirmed.